Manufacturer narrative:
Updated section d.4 lot number. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Conclusion: the device history record was reviewed and showed that this product met all manufacturing specifications for product released for distribution. No issues were identified that would have impacted this event. Images were received for review. One image is of a fluoroscopy load check which is considered a ¿good¿ load. And the other image is a still image of fluoroscopy which illustrates a guide wire in the left ventricle and a pigtail catheter in the non-coronary cusp and the evlout valve has been deployed to approximately 80%. Recapturing is a feature of the evolut system that allows for additional attempts at accurately positioning the valve. Various factors can affect valve positioning including patient anatomy or physician technique. There is no information to suggest a device quality deficiency that may have caused or contributed to this event. Positioning difficulties do not typically indicate a device malfunction or a failure to meet manufacturing specifications. Potential factors that can influence dislodgement include tension applied on the delivery catheter system (dcs) during positioning, calcification levels and shape of the native anatomy. Dislodgement events do not typically indicate a device malfunction or a failure to meet manufacturing specifications. Upon review of fluoroscopy, it was reported that the capsule began to stretch and was nearing separation, therefore the dcs was removed from the body before the capsule separated. Upon removal, the capsule was damaged, but was not separated. The catheter was manipulated by the physician out of the body at the end of the procedure in order to understand what had happened. As a result of manual manipulation, and trying to remove the valve from the capsule, the capsule broke. Capsule separation occurs due to excessive compressive forces applied to the capsule. Forces in the system is a cumulative effect that may be increased by factors such as tortuous anatomy and load quality. No images of the capsule separation were submitted for review. The cause of the capsule separation cannot be determined based on the information available. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product analysis: no product was returned. Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. 2025587-2021-03069. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that during the implant of this 34 millimeter (mm) transcatheter bioprosthetic valve, into a patient with angulation between the aorta and the annulus, a lot of tension was reported in the delivery catheter system (dcs) system. Three recaptures were performed due to the valve dislodging. It was reported that it was challenging to position the valve. Upon review of fluoroscopy, it was reported that the capsule began to stretch and was nearing separation, therefore the dcs was removed from the body, before the capsule had separated. Upon removal, the capsule was damaged, but was not separated. The catheter was manipulated by the physician out of the body at the end of the procedure in order to understand what had happened. As a result of manual manipulation, and trying to remove the valve from the capsule, the capsule broke. It was reported that prior to attempted implant, the valve had been loaded successfully, with no loading difficulties or misloads identified. The valve and dcs were replaced in order to complete the procedure. No adverse patient effects were reported.